Event description:
It was reported that the bd micro-fine¿ pro pen needles 32g x 4mm (70 count) experienced leakage. The following information was provided by the initial reporter, translated from japanese to english: this is a report about leakage of drug solution with the use of pen needle pro (320559). One or two drops of drug solution came out of the injector needle after injection (the same event occurred even if the needle was not removed immediately after injection).

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: unknown. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd micro-fine¿ pro pen needles 32g x 4mm (70 count) experienced leakage. The following information was provided by the initial reporter, translated from japanese to english: this is a report about leakage of drug solution with the use of pen needle pro (320559). One or two drops of drug solution came out of the injector needle after injection (the same event occurred even if the needle was not removed immediately after injection).